Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak at the upper fitment of the silicone segment . There was no report of patient harm.

Event description:
The customer reported a leak at the upper fitment of the silicone segment during priming. The event occurred in the nursing medication prep room. The rn confirmed that the tubing was uncoiled to allow for priming and the silicone segment was not stretched. There was no report of patient involvement.